Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was broken and he glued the clip on. Customer¿s blood glucose level was 156 mg/dl. Customer stated that retainer ring plastic was broken off. Troubleshooting was performed. Customer stated that reservoir was able to lock in place when inserted into insulin pump. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.